Event description:
Carefusion received a report from the customer that there is a poor fit between the omniflex connector and endotracheal tubes and as a result the item slips off the endotracheal tube.

Manufacturer narrative:
(B)(4). Results of investigation: a return sample was not available for evaluation. This complaint could not be confirmed. However, in similar reports, the internal diameter of the omni-flex has been found out of specification (large). The device history record could not be reviewed because the lot number was not provided. In order to prevent product from being released out of specification, the manufacturing plant implemented 100% inspection using a 15 mm gauge. Additionally, a mistake proof device was implemented for the manufacture of the tube to increase control at the extrusion process. A supplier corrective action was requested from the manufacturer of the connector (molded piece) to also implement a mistake proof device for process control of this component. Complaint identified for submission as an MDR following a retrospective review of (B)(4)self-manufactured complaints under CAPA (B)(4).